Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the sensor displayed values wednesday evening and on thursday morning it displayed hi. The patient gave herself insulin throughout the morning to address the hi value on her cgm. She had not performed a finger stick bg because the cgm has been accurate in the past. She did not suspect her cgm to be inaccurate because she did not feel any discrepant symptoms. In the afternoon, she took a nap. She stated that her son had checked on her during her nap, was unable to awake her and called ems. The patient stated the paramedics arrived and performed a bg which was 20 mg/dl; the cgm displayed hi. The paramedics administered an unspecified IV medication to increase her blood glucose. She woke and was able to decline transportation to the hospital. At the time of report, the patient stated she was well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.